Event description:
At last visit, lv lead was programmed off due to possible related symptoms and caller believes the rv sensing configuration was changed to tip to ring. Caller noted that patient is still experiencing symptoms with this lv lead off suggestive of possible rv lead involvement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).